Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tct75 malfunctioned (no details). Another instrument was used to complete the case. There was no consequence to the pt. 10/04/2000 additional info from affiliate: device would not staple or cut.